Event description:
An increase in the pacing threshold was reported. The implantation date was not provided. The lead was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed a deformation of the outer conductor helix 24.5 cm distal of the is 1 connector pin, which is probably the result of a ligature being tied too tightly. In addition, cuts could be observed in this area. Blood had entered the lead at this site. The analysis did not show any other deviations that could be related to the complaint. There were no indications of a material defect or a manufacturing error.